Manufacturer narrative:
It was reported to abbott, a patient wanted to have their drg system explanted due to lack of efficacy. Surgical intervention was taken where only the ipg was explanted. The leads were not removed. Currently there is no intervention planned to remove the leads. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were unable to be removed.